Manufacturer narrative:
(B)(4). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: upon inspection of the subject device, it was observed that the manometer needle was stuck at 34cmh2o, confirming the reported event. Aditionally, the manometer display appeared to be tilted towards the glass, which obstructed the needle's movement. Conclusion: the manometer display had shifted from its original position, resulting in the needle in the manometer becoming stuck. This misalignment may have been caused by physical impact to the subject device. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A distributor in south africa reported that the manometer needle of the rd900aeu neopuff infant resuscitator is stuck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the manometer needle of the rd900aeu neopuff infant resuscitator is stuck. There was no reported patient involvement.